Event description:
A report has been received regarding an allergic or hypersensitivity reaction to the dialyzer from a hemodialysis facility. The presenting symptoms were a rash and itching presenting at the start of the dialysis treatment and continued after completing the treatment. The patient was given a dose of diphenhydramine 50 mg intravenously for the event. Reportedly, the patient continues dialysis with use of the 180nr dialyzer without further incident. There is no sample for evaluation. The patient started dialysis (B)(6) 2005.

Manufacturer narrative:
(B)(4).